Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad. A second resolute onyx was implanted in the rca, during which a dissection occurred in the proximal rca. A third resolute onyx des was implanted in the rca to treat the dissection caused by the implantation of the second stent. The investigator assessed the event as not related to the device or antiplatelet medication. Sponsor assessed the event as not related to the device or antiplatelet medication. The patient recovered.

Manufacturer narrative:
Update information reports that the dissection was caused by the guide catheter during the procedure. If information is provided in the future, a supplemental report will be issued.